Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the patient was having issues with rate access on the controller and being ¿locked out¿ due to rate limitations of the system. The device rate versus program rate was reviewed and how to program different groups and programs so that the patient could have varying degrees of rates. It was reviewed that the patient wouldn¿t be able to have access to change the rate below 40 as the patient could only access device rate and the minimum device rate was 40. The rep was able to program different programs with different rates for the patient and took off their access to change the rate with the controller. The rep reported that the issue wasn¿t resolved since the patient didn¿t have the same capabilities as they did with their previous ins. The patient indicated they needed different rates because they were electrocuted by a ¿3 phase 480¿ and fell 20 feet, smashing, bruising and electrically charging their sciatic nerve. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they were unsure when the issues with the rate access, electrocution, smashing, bruising and electrically charging the sciatic nerve happened years ago. The rep reported that the electrocution and sciatic nerve damage was the reason the patient was implanted with a neurostimulator (ins). The rep reported that the electrocution happened years prior to the implant of the ins. The rep reported that the rate issues were discussed with tech services and the patient was provided options to try. The rep reported that the patient was provided with additional programs with various rates. The patient was asked to follow up if the programs were insufficient and at this time the patient had no reached out. No further complications were reported.